Manufacturer narrative:
Device received with unresponsive buttons due to flattened express bolus, esc, act, up arrow and down arrow dome switches unlocked connector at lcd board. Unable to verify lost sensor alarms due to unresponsive buttons. Device received with cracked case at display window corners, reservoir tube and reservoir tube window corners. Device received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a lost sensor alarm but the customer did not wear a sensor. Customer's blood glucose was 141 mg/dl. During troubleshooting, customer was unable to clear the alarm, the act button would not bring the device back to the main menu. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.